Manufacturer narrative:
H3, h6- actual device was evaluated. Device met all mfg specs.

Event description:
Pt was treated for self-inflicted gunshot wound to right forearm with a comminuted fracture to the distal third of the humerus. Two plates were implanted on 2/12/98 along with a bone chip graft and a posterior splint. Both plates were noted broken on 3/5/98. Broken plates were removed on 3/6/98 and replaced with a stainless steel dcp plate.